Event description:
The customer reported the subject device was not insufflating. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle). Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
During inspection and testing, the reported issue (doesn¿t insufflate) was not confirmed or duplicated. In addition, service found there was a leakage due to deformation of the scope cover, and a pinhole on the bending section cover. The insulation resistance value at distal end was out of specification due to chipped plastic distal end cover, and no air/water was fed due to clogged nozzle. The image guide protector was chipped, the objective lens was cracked, the light guide lens was cracked, the adhesive on the bending section cover was cracked, the coating on the connecting tube was peeled, and the coating on the universal cord was peeled. Scratches were observed on the grip, the forceps channel port, the switch box, the right/left knob, the up/down knob, the plug unit, the scope connector cover, and the scope connector case. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. G3: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual - preparation and inspection - inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the endoscopic system: inspection of the air-feeding function inspection of the objective lens cleaning function.¿ the event can be prevented by following the instructions for use which state: ¿reprocessing manual - precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories - flush the air/water channel with detergent solution¿ olympus will continue to monitor field performance for this device.